Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It as reported that the pump battery has been observed to be depleting quickly since (B)(6) 2016. Review of pump history with tandem technical support showed the battery depleted from 100% to 65% in one day. Customer reported their blood glucose (bg) level at the time of the report was 365 (mg/dl) due to eating a donut and forgetting to bolus. A bolus was administered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.